Event description:
The customer reported that they received erroneous results for one patient sample tested for ion selective electrode (ise) sodium, potassium, and chloride. The sample initially resulted as 158 mmol/l for sodium, 5.20 mmol/l for potassium, and 87.7 mmol/l for chloride. Since the sodium result of 158 mmol/l was considered high, the result was called in to the provider. The provider requested for the patient to be re-collected. The original sample was also repeated on a different c501 analyzer (serial number (B)(4)) where it resulted as 137 mmol/l for sodium, 4.55 mmol/l for potassium, and 104.6 mmol/l for chloride. The repeat results were deemed to be correct by the customer and all three results were corrected. The patient was not adversely affected by the event. The customer did not provide the lot numbers or expiration dates for the sodium, potassium, or chloride electrodes. The field service representative could not determine a cause. He checked the ise for contamination and proper operation. He ran a precision and this passed. He ran an ise check and this passed. The customer ran calibration and quality control; these passed to customer specifications.

Manufacturer narrative:
A specific root cause could not be determined. The observed discrepancy between the sodium and chloride results indicates an issue with a common part of the ise device, typically in measuring the reference value. The analyzer is working within specification at this time and no further evaluation is possible.